Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for an unknown indication. It was reported that the company representative had just received a text from an hcp. It was noted that patient recently had an MRI performed and a motor stall was seen at initial interrogation. Regarding the motor stall, it was noted as not having been less than 2 hours since the patient exited the MRI field. It was unknown at the time of the report if the patient was having symptoms. The company representative planned to have the hcp call as it was unclear if there was an issue or what issue was occurring. The patient was not identified at the time of the report. On (B)(6) 2016, a company representative further reported that the patient's identifying information and pump serial number were unknown. It was unknown as to why the patient had an MRI performed. The company representative was not aware of any patient symptoms. Troubleshooting performed and actions taken to resolve the issue (motor stall) were unknown. It was unknown if the stall recovered. The pump medications including drug concentration, dose rate, and drug lot number in addition to other medications (oral, etc.) The patient was receiving at the time of the event were also unknown.